Event description:
When the physician removed a neuron from its pouch and flushed it during preparation for a case, he noticed a leak at the proximal end.

Manufacturer narrative:
Tech eval: during flushing of the returned unit, leakage was observed immediately adjacent to the luer fitting. Examination of the luer fitting revealed an incomplete mold and cracks radiating from the missing portion. Conclusion: the leakage reported was confirmed. The cause of the leakage was the broken molded lure fitting. The DHR for this MFR lot was reviewed. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1147-04 (lot# l13653) and sub-assembly pn 0918-04/d (lot# l12897). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing were completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. The parts released in this lot met process requirement.